Manufacturer narrative:
Additional information: after further investigation an additional lot number (1007882) was identified. This is now MFR. Report two (2) of seven (7). (B)(4). Abbott diagnostics (B)(4). Was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.

Manufacturer narrative:
Reference report number(s): 1221359-2021-00643, and 1221359-2021-00645 through 1221359-2021-00648. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m130193 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot:m130193 test base part number 190-430 / lot:m130193. The lot met the required release specifications. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive test result with an ID now covid-19 assay on a direct tested nasal swab performed on (B)(6) 2021. Repeat testing was not performed. Confirmation testing on nasal swabs with pcr generated negative results (CT values not provided). The customer stated that the patient was asymptomatic and confirmed that there was no death or serious injury based on the ID now covid-19 test assay results. Patient quarantined. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and /or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.